Manufacturer narrative:
(B)(4).

Event description:
It was reported that automatic mode switching with competitive atrial pacing was observed on the device. It is noted that the automatic mode switching episodes induces at. Patient was symptomatic and was reported to have felt symptoms of skipped beats. Programming changes were made. Device remains implanted.